Event description:
It was reported during a ureteroscopic laser surgery (ursl) procedure, the physician used the ncircle tipless stone extractor and found the line was broken. The doctor used another same type device to complete the procedure. A customer provided photo appears to show a basket wire pulled free on one end. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Correction: d4 - primary UDI number, h6 (medical device problem code and component code). Investigation ¿ evaluation: it was reported during a ureteroscopic laser surgery (ursl) procedure, the physician used the ncircle tipless stone extractor and "found the line was broken". The doctor used another same type device to complete the procedure. A customer provided photo appears to show a basket wire pulled free on one end. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation without original label. Visual exam notes one of the basket wires is cut/broken 1 mm from distal cannula. No charring was noted. Cook has concluded that the device was manufactured to specification. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. The product IFU, t _ ntse_ rev1 was reviewed and provides the following information to the user: precautions: the device is conductive. Avoid contact with any electrified instrument. Do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, a cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.